Manufacturer narrative:
A review of non conformances related to this complaint investigation was conducted. As a result there was no evidence that any of the mfg processes and procedures performed contributed to this event. It is noted that there are blank areas on this form, the info was not provided or is unk.

Event description:
The pt reported in the hospital she was using moldable durahesive skin barrier but when she was discharged she was instructed to order a different moldable durahesive skin barrier due to the size of her stoma. The report stated the product unrolled and cut into her stoma. She removed the appliance but the pt developed a red ring all the way around in addition to soreness and a scant amount of bleeding. Pt outcome was not noted.